Manufacturer narrative:
The device was not returned for evaluation. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy there were no anomalies identified during the internal review of the DHR of the system console.

Event description:
The site reported patient experienced minimal bleeding after insertion of the bronchoscope prior to a superdimension procedure. A bal was completed after navigation and moderate bleeding was noted.the patient was treated with epinephrine and cold saline and the bleeding stopped. The patient was admitted to ICU for monitoring.